Event description:
It was reported that the pt was to undergo replacement surgery for generator end of service. At the time of surgery on (B) (6)2010, a complete lead fracture was noted. It is unk if this was present prior to surgery or if the lead had been cut during surgery. The surgeon was not prepared to perform a lead revision, so the products were removed and not replaced at that time. Pt was then re-implanted in a separate surgery on (B) (6)2010. Explanted product has been returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.